Manufacturer narrative:
The reported complaint of 'system error, out of service, revert to manual CPR' error message on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and based on the archive review on the returned autoupulse platform system. The most probable root cause was due to a damage processor board. During visual inspection, the autopulse platform system top cover, encoder cover and bottom cover were found to be damage, unrelated to the reported complaint. Unable to perform functional testing due 'system error, out of service, revert to manual CPR' error message displayed upon powering up the platform. A review of the autopulse's archive data was performed and it shows latch error 136 - invalid parameters block occurred, thus confirming the reported complaint. However, the data was noticed to be corrupted. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform system prompts a system error message 'out of service' and revert to manual CPR. No consequences or impact to patient. No additional information was provided.